Event description:
During preventive maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) passed the initial functional testing but failed the load cell characterization check during functional testing. The root cause of the noted failure was the defective (under-reporting) load cell 1. The platform's physical damage and defective load cell were likely attributed to mishandling such as a drop. The defective load cell 1 was replaced to remedy the fault. During visual inspection, the battery lock was twisted. This observed physical damage is the characteristic of harsh impacts due to user mishandling. The battery lock was replaced to address the issue. The platform was further examined, and it was noted that the power distribution board revision level was below 6 and needed to be updated, attributed to the age of the platform. This observation is unrelated to the noted device failure. The autopulse platform was manufactured in october 2010 and is almost 12 years old, has exceeded its expected service life of 5 years. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4).